Event description:
After placing fibered platinum microcoils in a pulmonary arteriovenous malformation, the decision was made to place a detachable, [nonradio-opaque] balloon. During the attempt, the catheter attached to the balloon fractured breaking into 2 pieces and the balloon was lost in the iliac vein. The microcoils remained in place during the placement of the balloon. The balloon was inflated to 0.38 cc within the arteriovenous malformation just proximal to the previously placed coils and the coaxial detachment sleeve advanced to just proximal to the balloon. Slow retraction pressure was placed on the microcatheter attached to the balloon. Attempt to extract the fractured microcatheter through the valve of the 8f sheath through a cut piece of f sheath was successful, but no balloon was on the end and aspiration and fluoroscopic exam of the sheath revealed no balloon. Because the balloon was non-radiopaque, it would not necessarily be seen on fluoroscopy. The patient was completely neurologically intact and no evidence of pulmonary sequelae. No balloon was seen in the lungs with fluoroscopy. Site did not indicate any unusual activity or circumstances surrounding this procedure. It is not clear as to the cause of the catheter breaking or the balloon being lost.